Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell-dyn emerald analyzer generated platelet results which were discrepant compared to results from (B)(6) laboratory. The emerald analyzer generated a platelet result of 74,000/ul as compared to a result of 17,000/ul from (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
The customer performed a complete system clean with bleach, ran precision and qc and all results passed. No further discrepant patient results were seen. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.